Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), product type extension, product ID neu_unknown_ext, serial# (B)(4), product type extension product ID 3389-28, lot# b0481343k, product type lead product ID 3389-28, lot# b0478044k, product type lead. (B)(4).

Event description:
It was reported that the patient had complained about pain at the implantation site of the device. The device had been revised twice before. During this surgical intervention it was discovered that the last node for device fixation at the clavicle had been torn off. As a result the device was fixed to the clavicle with screws. The patient was discharged the same day. Refer to manufacture report # 9614453-2012-00173.